Manufacturer narrative:
Final product manufacture and qc record for cov4070008. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov4070008 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report; g6, "type of report" - follow-up #1; h2, "if follow-up, what type?" - updated to "additional information" and "device evaluation"; h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation; conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
False negative results. False-negative test result. The user stated that: 'I bought a box of 5 (from target) on (B)(6). I had previously tested positive and was trying to see if I was negative so I could go back to work and my son to school. We both tested yesterday morning, (B)(6) and were negative. He went to school, but I was still pretty tired and stayed home. My employer required an "official" test so I went to urgent care where it came up positive. I had a rapid and pcr, but canceled the pcr as the rapid was positive, I figured I knew what the results of the pcr would be. We used 4 drops of solution into the smaller well, as shown in the directions.'

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative results. False-negative test result. The user stated that: 'I bought a box of 5 (from target) on (B)(6). I had previously tested positive and was trying to see if I was negative so I could go back to work and my son to school. We both tested yesterday morning, (B)(6) and were negative. He went to school, but I was still pretty tired and stayed home. My employer required an "official" test so I went to urgent care where it came up positive. I had a rapid and pcr, but canceled the pcr as the rapid was positive, I figured I knew what the results of the pcr would be. We used 4 drops of solution into the smaller well, as shown in the directions.'